Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report: 1627487-2021-01299. It was reported that the implantable pulse generator was inoperable due to the device not being charged. A surgical intervention is anticipated in the near future. No additional information is available at this time.